Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted that the right ventricular lead was capped and replaced on (B)(6)2023. The patient's condition was unknown.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricular lead exhibited failure to capture .in addition, the patient has also experienced intermittent non-capture and high capture threshold. Programming changes were made. The patient was in stable condition.